Manufacturer narrative:
Product event summary: the data files and mapping catheter 990063-020 with lot number, 215196541 were returned and analyzed. The data files showed at least 7 injections were performed with a balloon catheter without any issue on the date of the event. The files showed system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ was triggered on the event date. The system notice is not related to the reported clinical issue. Visual inspection of the mapping catheter showed the introducer was kinked at the proximal end attachment with the torquer and at the same point the shaft was kinked 1.6 inches from the lemo connector. In conclusion, the clinical issue encountered could not be confirmed through testing or data analysis. The mapping catheter failed the returned product inspection due to a kinked introducer and shaft. This finding is not related to the reported clinical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there had been a ¿dissection¿ on possibly the right inferior pulmonary vein (ripv). The case was aborted. A chest x-ray was performed. No further patient complications have been reported as a result of this event. Incoming information indicated that only the mapping catheter was advanced into the right inferior pulmonary vein (ripv). The mapping catheter was returned and analyzed and subsequently tested out of specification.